Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. In this case, it is likely that the balloon interacted with the concentric, mildly tortuous, moderately calcified and 90% stenosed lesion such that the balloon became damaged and subsequently ruptured during inflation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo, concentric lesion in the mildly tortuous, moderately calcified, 90% stenosed distal right coronary artery. A 3x12mm nc trek balloon dilatation catheter (bdc) ruptured during the first inflation at 5 atmospheres. The bdc was removed without resistance. A non-abbott bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.